Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal connector of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed a pneumothorax and periods of asystole. It was also reported that the right ventricular (rv) lead tip was bent and would not fit into the header of the pacemaker. A second access point had to be used and had to have a chest tube fitted. The was not used and a replacement was used instead. No further patient complications have been reported as a result of this event.